Event description:
It was reported to philips that the azurion device would not boot up. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the system power does not come on. Upon functional testing, the fse found that the unit that generated 24v power supply voltage failed in the main power supply unit of the equipment, and power to the entire equipment could not be supplied and cause of the issue was failure of the power distribution unit (pdu) fantray and direct current power system (dcps). The fse replaced pdu fantray and dcps. After replacement of the pdu fantray and dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.